Manufacturer narrative:
An event for patient effects of arrhythmia was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a cause for the reported arrhythmia could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer pfo occluder was implanted. Approximately several hours post-implant the patient experienced intermitted premature ventricular contractions. On (B)(6) 2025 the patient was placed on a beta blocker. The patient status was stable.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer pfo occluder was implanted. Approximately several hours post-implant the patient experienced intermitted premature ventricular contractions. On (B)(6) 2025 the patient was placed on a beta blocker. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.